Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024.on (B)(6) 2024, the cgm reading was low, the patient was feeling hypoglycemic and self-treated with 1 gallon of apple juice. The cgm reading continued to read low. After few minutes the patient was feeling like having flu, his back hurt like he was beaten up. The patient called a aurse and was advised to go to the emergency room. At the hospital they took a bg reading which was 1111 mg/dl and the cgm reading was low. The patient was admitted to the intensive care unit (ICU) for 2 days and treated with insulin. At the time of the report the patient was recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for when the patient was symptomatic. No additional patient or event information is available.